Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was oversensing causing nonsustained ventricular tachycardia (nsvt) episodes to be stored, and elevated sensing integrity counts (sic). The lead integrity alert (lia) was triggered. The rv lead impedance alert was triggered for high impedance. The rv lead was fractured. The rv lead was replaced. No patient complications have been reported as a result of this event.